Event description:
Event reported as the "lap-band not responding to adjustment, erosion found in lap-band tubing proximal to access port connection." Follow-up findings: per the surgeon, a tubing repair was planned but the tubing was found to be eroded at the distal lap-band tubing close to the taper tubing junction and the surgeon replaced the ten year old access port I with a b-20101, access port ii. The serial number of the original 9.75 cm lap-band system was not recorded and is not available.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper I. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."